Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the users indicated that the printed slips were difficult to scan. A technical support specialist (tss) dialed into the station and verified the printer preferences and configuration were correct. Tss also confirmed the settings in both care fusion and carefusion admin. A test print was completed successfully. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user reported that print slips were difficult to scan. However, there were no delays or adverse events or injuries reported based on this event.